Manufacturer narrative:
The investigation of introducer damage ¿ mechanical has been completed. The 14fr x 25cm introducer was returned for investigation, and the orange introducer hub was found to be broken off the introducer. No adhesive residue was found on the orange hub. According to the clinical report, the introducer sheath was leaking after the dilator was removed. The orange ring came apart on the introducer. The doctor replaced it with a shorter one. The cause of the mechanical introducer damage was a damaged valve due to insufficient adhesive.

Event description:
The complainant reported that a patient undergoing high risk percutaneous coronary intervention (hrpci) was implanted with an impella cp device for mechanical circulatory support. The impella cp was to be placed via the 14fr longer sheath but, the introducer leaked at the orange rim when dilator removed. The team replaced the 14fr with a shorter length and support proceeded without harm or injury.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.